Manufacturer narrative:
Lot: unknown, not provided. UDI: unknown, as the lot number was not provided. Expiration date: unknown, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the during handling but prior to insertion into the eye, the cartridge tip was observed damaged. No patient injury or involvement was reported. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR 2648035-2018-00696, the incorrect event location was inadvertently reported. Therefore reporter section was updated as follow : (B)(6). Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.